Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unknown bd cap was loose. The following information was provided by the initial reporter: the patient used an indwelling needle for intravenous infusion, and the heparin cap oozed blood after the indwelling needle was successfully placed, and tightening the heparin cap or replacing the heparin cap could not improve the oozing of blood. After removing the indwelling needle for secondary puncture, and the patient's poor venous condition, it is not easy to puncture successfully, causing secondary damage to the patient.

Event description:
No additional information provided.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A review of the applicable a-eura indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot and material number was made available for this reported event. H3 other text : see narrative.